Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the back screw on the device was missing. Due to the expansion and retraction of the metal components (screw and handle) the loctite used to bind the components together may fail and thus possibly cause the screw to loosen to the point of disassembly. The device was repaired and returned to the customer.

Event description:
It was reported that during a case the handpiece fell apart. Nothing fell into the surgical site. The case was completed with alternate equipment. There was a delay of 30-45 minutes in the procedure. There was no treatment administered due to this event and no adverse consequences.